Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins area got warm when recharging their ins since implant date, but was not hot too the touch. Pss documenting reported event. Patient reported they continued to see a 'no device found' screen on their controller when they tried to charge their implantable neurostimulator (ins). Pt mentioned they could not charge their controller when it was plugged into the wall outlet and therefore the pt could not charge their ins. Patient service specialist (pss) asked the pt to plug in their ac power supply cord into the wall outlet and asked the pt examine the ac power supply plug that goes into the controller and controller port, but no visible damage was noted. Pt confirmed the green light on the ac power supply box was turned on when plugged into the wall outlet. Pss asked the pt to connect their ac power supply plug to their controller and the pt confirmed their was a solid green light on the controller. Pss then helped the pt inspect the recharger antenna (rtm) cord and rtm plug, but no visible damage was detected and the pt noted the rtm got warm when charging their ins, but not hot too the touch. Pss asked the pt to initiate a charge session to their ins and the pt was able to charger their ins with excellent recharge quality at 0% charged. Pt noted their controller battery was at 100% charged and their ins battery had a red triangle with an exclamation point. The troubleshooting steps that were taken on the call resolved the issue. Pss suggested the pt to charge their ins and monitor their controller.